Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported issues have been confirmed. The presence of foreign material has also been confirmed. In addition, dirty rubber and damage, detachments, dents, scratches, leaks, stickiness, and deformations were found throughout the device. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was leakage from the bending section cover and compression on the insertion tube while reprocessing the evis exera iii bronchovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the forceps channel port was shaved, foreign objects came out of the channel and the bending section cover was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, likely causing the shaved forceps. Based on the results of the investigation for the other two reportable phenomenon's, it is likely that dirt and foreign material remained on the subject device, because the device was sent to olympus without being reprocessed at the facility. The event can be prevented by following the instructions for use: "bf-190 series operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.